Event description:
Per the clinic, the patient sustained head trauma multiple times ((B)(6) 2013, (B)(6) 2014 and (B)(6) 2015) resulting in swelling and tenderness at the implant site. Subsequently the patient underwent a surgical procedure on (B)(6) 2015 to 'deepen the well' the same implant was left in-situ.

Manufacturer narrative:
The implanted device remains.